Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had dropped its longevity for three years in just five months. Moreover, recent device transmission showed that the device had increased in power consumption, noted multiple atrial fibrillation (af). The boston scientific technical services (ts) reviewed and noted multiple atrial tachy response (atr) in which some was still in progress. Further, engineering analysis was performed in which result indicated that the additional power consumption was due to high atrial sense activity which may impact battery longevity over time. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicating that the device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had dropped its longevity for three years in just five months. Moreover, recent device transmission showed that the device had increased in power consumption, noted multiple atrial fibrillation (af). The boston scientific technical services (ts) reviewed and noted multiple atrial tachy response (atr) in which some was still in progress. Further, engineering analysis was performed in which result indicated that the additional power consumption was due to high atrial sense activity which may impact battery longevity over time. To date, the device remains in service. No adverse patient effects were reported.